Manufacturer narrative:
The complaint device is not being returned. Without physically evaluating the device, it cannot be determined if there was any damage to the electrode that lead to the reported failure. However, from the reported event, it was indicated that there may have been irrigation fluid flowing out of one of the portals that may have caused the burns. IFU-104285 warns against such scenarios for non-suction electrodes: 1) ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution. The use of rf energy with inadequate irrigation may overheat the fluid enough to cause skin burns at or near the access site and may result in damage to the electrode tip assembly. 2) during an electrosurgical procedure, the patient should not be allowed to come into direct contact with grounded metal objects. Inadvertent contact with the patient when the vapr system is activated may result in burns. No further procedure details were provided if aforementioned causes contributed to the event. A definite root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. This failure was reviewed against the risk analysis document and found to be within the expected outcome. Moreover, it was reported that the patient has been successfully treated for the burns. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The device in question was used for the knee arthroscopic lateral release case. After the surgery, it was found that the patient had mild burn along the stockinette considered to be drained from the portal (the length is several centimeters). The surgeon suspects the fluid in knee heated by the vapr may have caused the burn since the fluid flow was not enough in the joint. The patient was already cured by the treatment with the ointment. The device was discarded at the hospital and will not be returned for evaluation. The backup device was used to complete the case.